Event description:
A customer reported they observed a fracture on the back of their freestyle navigator transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be sent once investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.

Event description:
On (B)(6) 2010, a waste fluid bottle assembly broke apart on the middle glued portion of the part during electrical testing. The supplier confirmed on (B)(6) 2010 that they have an epoxy failure on the following abbott parts: waste fluid bottle assembly, rbc/wbc mixing chamber assembly, hgb mixing chamber assembly, and front sample cup. Four failures of the waste bottle assembly have occurred, all in-house. The weight of the resin in the lot of epoxy used is half of the target. This improper ratio of resin to activator could cause poor bond strength and adhesion. Leaks of up to 100ml could result. Possibly affected parts were received between (B)(6) 2009 and (B)(6) 2010. An engineering analysis indicates that the rbc/wbc mixing chamber, hgb mixing chamber, and front sample cup are not likely to fail because the chambers are not pressurized and the parts are stationary under normal conditions. The operator's manuals for the cell-dyn sapphire, cell-dyn ruby, cell-dyn 3700 and the cell-dyn 3200 analyzes contain adequate labeling regarding spills of potentially infectious materials. No injuries, impact to user safety or patient management were reported due to this issue. A product recall was issued and reported under 21 cfr 806 to the FDA (B)(6) district on (B)(6) 2010.

Manufacturer narrative:
The returned transmitter (B) (4) was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed to determine if the cracks allow for moisture penetration. The returned transmitter failed leak testing. Remedial action 2954323-04/14/2009-002-c was reported to the (B) (4) district office on 14 apr 2009. This is a final report.